Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection vancomycin (2 grams, frequency, duration and route not reported) for peritonitis. It is unknown if patient recovered from the peritonitis event. The action taken with dianeal therapy was not reported. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.